Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2022 regarding insulin pumps allegedly subject to the (B)(6) 2019 urgent field safety notification related to missing or broken retainer ring and allegedly subject to used the recalled medtronic minimed model 670g to deliver the proper amount of insulin to treat her type 1 diabetes. On multiple occasions, customer's insulin pump was malfunctioned and failed to deliver the correct dose of insulin to them, causing them to suffer injuries, including but not limited to diabetic ketoacidosis and other injuries and damages. (B)(6) 2016, customer was admitted to the hospital for abdominal pain and diagnosed with hyperglycemia. On november 18, 2016, customer was admitted to the hospital for abdominal pain where they was diagnosed with pyelonephritis and diabetic ketoacidosis and pseudohyponatremia from hyperglycemia. Customer then tested positive for mrsa and was admitted to the intensive care unit for treatment. She had a known pyelonephritis and was kept in cipro. Customer began to experience seizures in 2018 due to the defective medtronic pump not providing the correct dosage of insulin. On august 27, 2019, customer was again admitted to the intensive care unit for treatment of diabetic ketoacidosis as a result of the defective medtronic pump at issue. Customer has had to pay out of pocket for medical expenses resulting from the injuries caused by the medtronic pump at issue as well as evaluating the flawed product that was supposed to facilitate insulin into her body and seeking recommendations for future care and treatment. Customer was caused and continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath. It was unknown whether the insulin pump will be returned or not.

Event description:
This case is for the january 1, 2018 incident. Please see (B)(4) for the october 11, 2016 event, (B)(4) for the november 18, 2016 event, and (B)(4) for the august 27, 2019 event. Information was first sent to medtronic on october 11, 2021 and later more information was added on february 7, 2022.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in g4 section. The correct aware date is (B)(6), 2022.